Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 01/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that power events had occurred. There was no damage found to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and found to be within specifications. The pump was opened and there was no evidence of moisture or other damage to the power circuit. The issue was observed in the pump history however the issue could not be duplicated during testing.